Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. Information received from our sales and service unit states that the facility/hospital does its own troubleshooting and repair. The control printed circuit board was replaced as a corrective action of the failed pressure transducer test. After replacement they got a technical error indicating communication failure during startup. This error code may appear at the first startup after a software installation (restart required). The facility restarted the ventilator as the service manual request but the message was still present. The facility thereafter replaced the expiratory printed circuit board to correct this error. Our investigation of the returned expiratory printed circuit board did not show any deviations, the board was functioning according specification when simulated use tested. The control printed circuit board was not returned, despite our efforts in obtaining it back. One of the recommended actions in the service manual is to replace the control printed circuit, if the pressure transducer test fails, but there are also other possibilities given. As this printed circuit board was not received we have not been able to establish the true cause of the reported event. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
Manufacturer reference #: (B)(4). Importer reference #: (B)(4).